Manufacturer narrative:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual asymptomatic patient. The positive result was reproduced by repeat testing of the nasal swab sample with the testing platform. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. A product recall to remove lot 5000265 from service was conducted due to observations of a higher potential for false positive results over other lots. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number s-qa-rep-01338, effective date 17 february 2021 and was submitted to support the recall notification. Use of these test strip lots may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.